Event description:
It was reported that the catheter was "severed" during an unspecified viscodelivery system procedure. Per report, the surgeon intraoperatively removed the catheter remnant from the operative eye using forceps, with no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the risk analysis was completed. The reported issue was identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The rate of catheter detachment reported to glaukos is considered low and acceptable. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. MFR# reference: (B)(4).